Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the subject device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d2b: additional device product codes: htn. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: part:402.630s. Lot:9886966. Manufacturing site: werk selzach. Supplier:früh verpackungstechnik ag. Release to warehouse date: 17 mar 2016 expiration date: 01 mar 2026. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Non-sterile part # 402.630. Non-sterile lot # 9861431. Manufacturing site: werk mezzovico. Supplier: na. Release to warehouse date:07 mar 2016. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6)2022, the patient underwent open reduction/internal fixation surgery with 3.0mm cannulated screws. The removal surgery was performed on (B)(6)2023, and one of the two screws could not be removed. The surgeon checked the screwdriver shaft and found that the tip of the screwdriver had been damaged. Therefore, the incision was closed with the screw remaining in place. It is unclear when the breakage of the screwdriver occurred. It has not been confirmed by x-ray, but it is possible that it remains in the body. The surgery was completed successfully with a delay of more than 30 minutes. This report involves one 3.0mm ti cannulated screw short thread/30mm. This is report 2 of 2 for (B)(4).